Event description:
Pt self tester reporting discrepant results. Therapeutic range: 2-3; inratio = 0.9 (2x); lab = 2.4. Testing time 1 hour between self test and lab.

Manufacturer narrative:
Analysis of the client's data from repeat inratio tests revealed that the test results did not meet precision criteria. Root cause could not be determined. It cannot be ruled out pt's medication/customer's improper operational technique as a cause for unexpected inr results. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed, (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), this issue will continue to be tracked and trended. Corrective action not required at this time.